Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. Inspection of the unit noted a loose connection of the display signal interface cable and the display system power interface cable. The connections were secured, resolving the reported complaint. No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit went into a system failure when the unit was turned on. There was no report of patient involvement.